Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. Customer¿s parent stated that the insulin pump had a recurring stuck button alarm. Customer's parent reported that the insulin pump was not exposed to a change in altitude and unsure if button has been pressed for 3 minutes or longer. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioning properly during testing. No damage on keypad traces noted during visual inspection. Keypad connector on lcd was inspected and no anomaly was noted. The insulin pump was received with scratched lcd window, cracked keypad at select button, faded serial number label, cracked retainer and scratched around casing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.